Manufacturer narrative:
(B)(4). Concomitant medical products: glenoid component keeled 52 mm diameter articular surface used with white (46 mm) instruments, cat: 00430004652, lot: 62168849. Humeral stem 48 degrees 13 mm stem diameter 130 mm stem length, cat: 00434811313, lot: 62502901. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported the patient underwent a primary shoulder replacement. Subsequently, the patient developed rotator cuff pathology resulting in a revision due to proximal migration of humeral head and subsequent loosing of the glenoid implant. There was no loosing of the humeral head or stem noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified blood stains on humeral head and glenoid. Bone appeared on the back of the glenoid. Stem was explanted and has bone on the porous part of the stem. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: "tsr 4 years ago prosthesis in situ however marked proximal humeral head migration of the prosthesis." Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.